Event description:
It was reported that patient experienced loss of therapeutic effect. Patient last felt stimulation on (B)(6) 2012. Patient last tried to adjust stimulation was on the morning of the date of this report but she could not. When she plugged antenna in, she was able to adjust. Patient had trouble holding her bladder since (B)(6). She was on program 2 at 1.5 volts. After the changes were made, patient was on program 4 at 0.8 volt. This setting felt like a tingle but was not comfortable. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported the cause of the event was unknown. Reprogramming was done on (B)(6) 2012 and patient had not been seen since. The last the health care provider knew, the patient had no reported problems and that the patient was having an excellent outcome. Health care provider will contact patient for follow up. No further information was reported.

Manufacturer narrative:
Product ID 3889-28, lot# v979273, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).